Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Section h4 was corrected. Complaint can be confirmed. Visual evaluation of the provided photo found white residue on the retainer lid that is visually consistent with glue transferred from the tyvek lid during the sealing operation due to a small clearance between the tyvek lid and the retainer. The adhesive residue is considered acceptable as it does not contact the implant which is contained in a poly bag. Upon receiving additional information and reassessing the reported event, it was determined that this not constitute any malfunction as it is acceptable and does not contribute to any adverse event. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as the packaging design due to the small clearance between the tyvek lid and retainer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 42-5006-054-02, psn fem ps cmt ccr std sz 3 r, lot: 63304725. 42-5320-064-02, psn tib stm 5 deg sz c r, lot: 67272286. 00-5901-035-27, 3.5mm hex headed scr x27mm 2pk lot:67143096. 00-5901-020-00, hdless trc drill pin 75mm bx4 lot: 67207620. 42-5226-004-14, psn asf cps 14mm ve r 3-5 cd, lot: 66772220. 42-5570-001-14, psn tpr st 14 x +30 mm, lot: 67317014. 42-5402-000-29, all poly pat ve 29 mm dia, lot: 67072314. 110035368, biomet bc r 1x40 us lot: av44ck0115. 110035368, biomet bc r 1x40 us lot: au04ba0207. 32-700036, thrd pin hdls .125d st 2pk lot:095860. 98-0002-415-21 psn cm fm/cm tb/cps/ve psn pt, lot: unknown. 42-5570-001-14 psn straight hyb st 14 x+30 m lot: 67197368. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a white substance on inner package on the implant that was opened during surgery. All available information has been provided.